Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose and reported that the meter is not working. The customer stated they woke up with blood glucose at 460mg/dl, treated. The customer was hospitalized due to high blood glucose. The customer's blood glucose was 1200mg/dl. The customer was treated with insulin drip. Also, the customer stated they had a bent cannula. The customer was advised to continue monitoring insulin pump and revert to back up plan.